Event description:
It was reported that this was a venous closure of the right common femoral vein (rcfv) using a prostyle device after an ablation procedure using an 8.5f sheath. Reportedly, the prostyle suture achieved hemostasis on (B)(6) 2022. Four months later, the patient returned for another ablation procedure. A guide wire was inserted into the rcfv; however, the introducer sheath could not be inserted. The procedure was performed in the left common femoral vein without issue. An angiogram was performed of the rcfv where stenosis [occlusion] was confirmed. The stenosis [occlusion] was attempted to be dilated with a balloon; however, no significant improvement was observed. The patient was unaware of the stenosis [occlusion] and has had no symptoms since the first procedure was performed. After follow up, it was determined that no further treatment will be scheduled. The cause of the stenosis [occlusion] is undetermined. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of occlusion is listed in the electronic prostyle instructions for use (eifu). A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.